Event description:
Phebotomist was stuck by needle form an hiv+ patient while using sharps container. User inserted needle in container and depressed twice, not relizing that after the first downward stroke the unit had jammed and the needle had seperated from holder leaving needle exposed.correct procedure is to press downward- all the way down only one time.user immediately washed hands with soap and water, bled the finger, applied a disinfectant, as well as alcohol. She was tested for hiv, hepatitis and also had a pregnancy test. She will be on azt for one month and is receiving counselingdevice not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.